Event description:
Patient came to the hospital due to painful pectoral contractions. During the fu all parameters were normal. The pectoral contraction was reproducible with unipolar stimulation. Checking the programmation all parameters were bipolar. The physician decided to give the home monitor to the patient because he cannot understand why the pm could pace in unipolar.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, patient came to the hospital due to painful pectoral contractions. During the fu all parameters were normal. The pectoral contraction was reproducible with unipolar stimulation. Checking the programmation all parameters were bipolar. The physician decided to give the home monitor to the patient because he cannot understand why the pm could pace in unipolar.